Event description:
New information notes that at a subsequent follow up, post-paced t-wave oversensing was observed on stored egm. Programming changes were made and the device will be monitored.

Event description:
It was reported that when an asymptomatic patient presented via a merlin at home transmission, non sustained lead noise due to post-paced t-wave oversensing was noted. The oversensing was noted on the near field channel resulting in non sustained lead noise. The device was reprogrammed. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.